Event description:
The customer ran blood tests on two contour meters. The readings were 97 and 283mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation. Replacement test strips and meters were sent to the customer.